Event description:
It was reported the scale was inaccurate due to load cell malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported the scale was inaccurate due to load cell malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: manufacturer¿s investigation is still ongoing; if additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
Follow up being submitted as the evaluation of the product has been completed by the account. The repair was completed by sending the account load cells as the account will complete the repair. The method, results and conclusion section have been updated to reflect the evaluation being completed by the account.